Event description:
Reporter called because she rec'd the er1 message. Reporter checked color chart which showed her blood glucose at 50 mg/dl. Reporter ran test on another one touch meter with a blood glucose result of 42 mg/dl. Reporter drank orange juice and ate crackers. Reporter then retested fifteen minutes later showing a blood glucose of 128 mg/dl.